Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The target lesion was located in a diagonal vessel. During preparation the 3.0x24mm promus element plus mr stent was noted to be damaged. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The target lesion was located in a diagonal vessel. During preparation the 3.0 x 24 mm promus element plus mr stent was noted to be damaged. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal damage. Struts on the first two rows on the proximal end of the stent were bunched together and some struts were raised up. Some struts on the third row on the proximal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination of the returned device revealed the hypotube was kinked at 15mm distal to catheter's strain relief. Several smaller kinks were noted along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).